Event description:
It was reported that the customer needs support to pull the log files to investigate and include the outcome in their customer risk management case file due to a patient passed away. The device was in use and it was reported the patient died.

Manufacturer narrative:
Updated codes. A philips field service engineer (fse) went to the customer site. The fse collected the relevant alarm log from the philips intellivue information center and the configuration, status and device report from the mp50 monitor for further investigation. The fse tested the device and found that the mp50 patient monitor was working as expected. The responsible product support engineer (pse) reviewed the available alarm log files from the intellivue information center and the configuration, status and device data of the mp50 patient monitor. The pse provided the following statement: based on the provided configuration, status and device report there can no abnormalities be seen for the mp50. As there is no alarm review from the mp50 patient monitor available and no allegation or issue statement which alarm the customer would have expected, we cannot judge whether there was a malfunction at the time of the reported incident. Around the reported time of the incident multiple alarms can be seen at the central station for the reported bed label. The engineer performed an evaluation/analysis and determined the device was working as intended with no failures found. Although no trouble was found with the device during testing, due to the lack of available data, a malfunction of the monitor at the time of the reported event cannot be ruled out.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the customer needs support to pull the log files to investigate and include the outcome in their customer risk management case file due to a patient passed away. The device was in use and it was reported the patient died.